Event description:
It was reported that 100 bd 1ml syringe slip tips with bd precisionglide¿ needles experienced epoxy on/in needle. Product defect was noted prior to use. The following information was provided by the initial reporter: the needle is excessively coated with epoxy.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/3/2020 h.6. Investigation: one photo and 30 physical samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Visual inspection of the photo showed a needle with epoxy trailing on the cannula. The 30 physical samples were evaluated and the epoxy trailings on the cannulas were within specification for the epoxy trail mark. The epoxy trail mark is inherent to the process due to the process design and will be in all the samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd 1ml syringe slip tips with bd precisionglide¿ needles experienced epoxy on/in needle. Product defect was noted prior to use. The following information was provided by the initial reporter: the needle is excessively coated with epoxy.